Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication with the customer livanova (B)(4) learned that the puristeril solution used was of 1000 ml volume and therefore the customer did not follow the instruction for use (IFU). Further the device could not be sent for investigation since the client has decided to scrap it. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue. Device not returned.

Event description:
Livanova (B)(4) received a report that while a heater-cooler system 3t was switched on the fuse of the operation room were blown during priming. There was no patient involvement.